Manufacturer narrative:
Unit received with broken reservoir tube lip, missing reservoir tube o-ring, missing retainer, cracked keypad overlay, pillowing keypad overlay and scratched case. Unit p-cap or test reservoir does not lock in place properly and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. However, pump passed self test. No unexpected pump history error 53 alarm anomalies noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.